Manufacturer narrative:
Siemens filed the initial MDR 1219913-2016-00144 on 08/23/2016 for a delay in the reporting of patient results due to low advia centaur xp troponin-ultra quality control results one week after assay calibration. 09/14/2016 - additional information: the customer no longer runs the advia centaur troponin-ultra assay on this system, therefore further monitoring of the issue after the siemens customer service engineer onsite visit cannot be completed. The cause for the negative biorad quality control drift observed by the customer is unknown. No conclusion can be drawn. The customer has not observed any issues with other assays run on the advia centaur xp system. The instruction for use (IFU) under the performing quality control; taking corrective action section states the following: "if the quality control results do not fall within the expected values or within the laboratory's established values, do not report results. Take the following actions: · verify that the materials are not expired. · verify that required maintenance was performed. · verify that the assay was performed according to the instructions for use. · rerun the assay with fresh quality control samples. · if necessary, contact your local technical support provider or distributor for assistance." The IFU states in the calibration frequency section: "calibrate the assay at the end of the 28-day calibration interval. Additionally, the advia centaur tni-ultra assay requires a two-point calibration: · when changing lot numbers of primary reagent packs. · when replacing system components. · when quality control results are repeatedly out of range."

Manufacturer narrative:
Siemens filed the initial MDR 1219913-2016-00144 on (B)(6) 2016 for a delay in the reporting of patient results due to low advia centaur xp troponin-ultra quality control results one week after assay calibration. (B)(6) 2016 - additional information: the customer no longer runs the advia centaur troponin-ultra assay on this system, therefore further monitoring of the issue after the siemens customer service engineer onsite visit cannot be completed. The cause for the negative biorad quality control drift observed by the customer is unknown. No conclusion can be drawn. The customer has not observed any issues with other assays run on the advia centaur xp system. The instruction for use (IFU) under the performing quality control; taking corrective action section states the following: "if the quality control results do not fall within the expected values or within the laboratory's established values, do not report results. Take the following actions: · verify that the materials are not expired. · verify that required maintenance was performed. · verify that the assay was performed according to the instructions for use. · rerun the assay with fresh quality control samples. · if necessary, contact your local technical support provider or distributor for assistance." The IFU states in the calibration frequency section: "calibrate the assay at the end of the 28-day calibration interval. Additionally, the advia centaur tni-ultra assay requires a two-point calibration: · when changing lot numbers of primary reagent packs. · when replacing system components. · when quality control results are repeatedly out of range." Note: MDR 1219913-2016-00144 supplemental 1 was originally filed on (B)(6), 2015 with a typo in section g7 listing follow-up number 2 instead of follow-up number 1. This submission is refiling the report at the request of FDA (received january 9, 2020) under the correct follow-up number with g7 updated. Result code and conclusion code are blank in this report but the original report used prior codes 3249 and 17, respectively.

Manufacturer narrative:
A siemens customer service engineer (cse) was sent to the customer site for system inspection. The cse changed the reagent carousel and valve v63 as excessive water was observed. The troponin assay was recalibrated and the quality control results were acceptable. The customer has not observed any issues with other assays run on the advia centaur xp system. Siemens is monitoring the troponin quality control issue observed by the customer. The instruction for use (IFU) under the performing quality control; taking corrective action section states the following: "if the quality control results do not fall within the expected values or within the laboratory's established values, do not report results. Take the following actions: verify that the materials are not expired. Verify that required maintenance was performed. Verify that the assay was performed according to the instructions for use. Rerun the assay with fresh quality control samples. If necessary, contact your local technical support provider or distributor for assistance." The IFU states in the calibration frequency section: "calibrate the assay at the end of the 28-day calibration interval. Additionally, the advia centaur tni-ultra assay requires a two-point calibration: when changing lot numbers of primary reagent packs. When replacing system components. When quality control results are repeatedly out of range."

Event description:
Low advia centaur xp troponin ultra (tni-ul) quality control (qc) results have been observed by the customer approximately one week after assay calibration. The customer has also observed this issue with a previous troponin reagent lot 105, and has used freshly prepared quality control material that has been kept refrigerated when not in use. There has been a delay in the reporting of patient results, when quality control results are out of range. Patient treatment was not prescribed or altered. There was no report of adverse health consequences due to the low advia centaur xp troponin ultra quality control results.